Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: it was reported that the basket of an ngage nitinol stone extractor opened prior to the procedure during testing but would not open after placement into patient during a retrograde intrarenal surgery (rirs). The procedure was completed using another same type device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi) and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document-based investigation evaluation was performed. The available evidence indicated the device was made to specification. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows four other related complaints associated with the complaint device lot. The product IFU does not provide any information related to the reported issue. The issue has been identified as being with the basket assembly, which is a supplied component. A supplier corrective action request and a corrective and preventative action (CAPA) were created to address the issue. A field action assessment was performed, and it was determined that no field action was necessary. The cause for the issue has not yet been determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 31oct2023: the procedure was completed using another same type device.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- customer (person): postal code:4180 // phone: + (B)(6). G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the basket of an ngage nitinol stone extractor opened prior to the procedure during testing, but would not open after placement into patient during a retrograde intrarenal surgery (rirs). As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.